Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using the device during a procedure, it jammed and got locked on tissue.

Manufacturer narrative:
One device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the device jaw was returned with the jaw closed. The reported condition of knife blade did not retract was confirmed. The investigation found the knife blade was stuck on eschar build up, which prevented the jaw from opening. The knife trigger was pressed to release the knife blade from the eschar build up. The jaws were able to open and close properly once the knife blade was retracted to its home position. The device was tested on porcine kidney and no locking or tissue sticking event occurred. The investigation identified the root cause of the knife blade not retracting to be user error for improperly cleaning the device. The instructions for use(IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the tissue was clamped in order to cut, it jammed and got locked on tissue. The surgeon managed to open the jaws and removed the tissue however the blade would not retract.